Manufacturer narrative:
The customer advises that the patient information for this event is not available. Battery pack was suggested to be replaced.

Event description:
The hospital reported that, during patient use, battery did not last as long as expected during transport. There was no reported patient involvement. There was no reported patient injury.